Event description:
During pta a smart control stent became stuck with a guidewire during delivery and would not move back and forth. Upon receipt of the device, the preliminary evaluation indicated that the "stent was slightly protruding." The target lesion was the iliac artery. It was unknown if the lesion was a de novo, but was moderately calcified and highly tortuous. The % of the stenosis was 100%. Femoral approach was chosen for the procedure. Smart control (7x40 mm 120 cm: complaint product) became stuck with a guidewire (radifocus 0.035 inch) during the delivery to the target lesion. As the smart control would not be moved back and forth, the smart control and the guidewire were removed from the patient as one unit. Therefore, the physician stopped using the smart control, and a different smart control (not in same size) was used instead. The procedure was completed successfully. There was no patient injury reported, and the product will be returned for analysis. The affiliate indicated that the premature deployment of the stent may have occurred during the procedure and additional details were not available.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
It was reported that the stent delivery system became stuck on the guidewire and would not advance or retract. The two were removed together as a unit. There was no reported patient injury. Upon receipt of the device, the preliminary evaluation indicated that the "stent was slightly protruding." The affiliate indicated that the premature deployment of the stent may have occurred during the procedure and additional details were not available. It is unknown if unusual force was used in the attempt to cross the lesion as pushing the sds against resistance, which can be encountered during sds advancement through calcified, tortuous or stenotic vasculature, can cause the outer member to compress, thus contributing to premature stent deployment/stent jumping while the locking pin is still in. The IFU states, 'if resistance is met during delivery introduction, the system should be withdrawn and another system should be used.' One non-sterile smart control, iliac 7x40ml was received coiled inside a plastic bag. Stent was partially deployed (1mm). Locking pin was in place. Kinks were observ d at 116.5cm and 121cm from brite tip. No other discrepancies were found. The outer length was measured and found within specification. Functional tests 'deployment process and insertion/withdrawal' were performed without any problems and no anomalies were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The cause of the 'kinks' could not be conclusively determined; however it does not appear to be manufacturing related. Controls are in placed at the final assembly and packaging processes to detect this kind of issue. Handling and procedural factors could be contributed to this condition. The failure 'inner shaft - resistance/friction' reported by the customer was not confirmed. The exact cause of the reported failure could not be conclusively determined. Neither the DHR review nor the product analysis suggests that the failure is related to the manufacturing process. Therefore no actions will be taken. The failure 'sds -deployment difficulty-premature deployment' reported by the customer was confirmed. The cause of this condition could not be conclusively determined; however it does not appear to be manufacturing related. Controls are in placed at the final assembly and packaging process to detect these kind of issue. Neither the DHR review nor the analysis suggests that the failure is manufacturing process. Therefore no actions were taken. With the limited amount of information available it is not possible to draw a clinical conclusion between the device and the event. However, in this case, it is possible that the premature partial stent deployment experienced by the customer was related to procedural factors, vessel characteristics and/or user handling.